Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a device had continuous activation. Another unit was opened and used to complete almost 80% of the case when it also failed to turn off. This was almost at the end of the case and the pa needed to make a one inch incision to complete the case. The hospital did not report any patient effect.

Manufacturer narrative:
Investigation details: investigation was completed, and it was found out that the root cause of the device not shutting off is a defective micro switch in the handle. The manufacturing personnel is notified.